Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implants with mp-1 ha dual transition selective surface (tsvh13) was returned for investigation. Visual inspection of the as returned product identified minor signs of wear on the implant. Additionally, there was bone residue around the external threads of the implant. Appropriate documentation was reviewed. DHR review for the lot (63940258) had revealed no deviations nor non-conformances which could have caused or contributed to bone loss after implantation of the device. Lot was inspected and passed all acceptance criteria by qa. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (63940258) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur and the event could not be verified since x-ray or pictorial evidence was not provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Expiration date and UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k numbers: k011028 and k013227. Weight was not provided and is unknown.

Event description:
It was reported that a patient experienced bone loss surrounding a dental implant.